Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. D4 serial no ¿ correction. G3: date received by manufacturer ¿ additional. H2: additional information /correction. H6: event problem and evaluation codes ¿ additional.

Event description:
It was reported that signal loss occurred frequently between (B)(6) 2025. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour was found frequently occasionally rarely within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.